Event description:
Reporter alleged blood glucose measured 158 mg/dl back to back with a result of 584 mg/dl when testing was performed < 1 minute apart. Customer stated taking insulin based on reading, however, reported no adverse effects. No other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.